Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation result the returned nephromax device was analyzed, and a visual evaluation noted that a balloon longitudinal tear beginning approximately 5mm distal of the distal markerband and extending approximately 18mm proximal from the distal markerband. A visual and tactile analysis was performed to the tip and the shaft of the device, and no damages were found. Additionally, a visual examination was performed to the markerbands and no issues were noted. Based on the available information, it is possible that the balloon had an interaction with a stone when the device was being positioned causing a weakness in the balloon material which ruptured and tore, when positive pressure was applied to it. Therefore, the most probable root cause is adverse event related to patient condition.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the physician inserted a nephromax balloon catheter and pumped saline with an encore high pressure inflation at 12 atm; however, the balloon ruptured and leaked inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the physician inserted a nephromax balloon catheter and pumped saline with an encore high pressure inflation at 12 atm; however, the balloon ruptured and leaked inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.